Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menometrorrhagia ('menometrorrhagia (2/week)') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi 27), hypertension, cholecystitis, tubal ligation and heart disease, unspecified (vascular cardiopathy). In 2012, the patient had essure inserted. In 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("iron deficiency anaemia"). On an unknown date, the patient was found to have uterine leiomyoma ("polyfibromatous uterus / benign uterine leiomyomas"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2020, the menometrorrhagia, iron deficiency anaemia and uterine leiomyoma had resolved. The reporter considered iron deficiency anaemia, menometrorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure removal was performed for medical reasons (medically necessary) due to menometrorrhagia (2/week) and iron deficiency anaemia that had started right after placement. Presence of menometrorrhagia was responsible for iron deficiency anaemia. Exploration revealed a polyfibromatous uterus responsible for the drop in hemoglobin. Serious worsening of the health condition. Essure batch number was unknown to reporter, device sample was available diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Gynaecological examination - on an unknown date: polyfibromatous uterus. Pathology test - on (B)(6) 2020: multiple remodelled, benign intrauterine leiomyomas. No significant abnormality in the cervix, the endometrium or the fallopian tubes. No element suspicious for malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of menometrorrhagia ('menometrorrhagia (2/week)') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi 27), hypertension, cholecystitis, tubal ligation and heart disease, unspecified (vascular cardiopathy). In 2012, the patient had essure inserted. In 2012, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("iron deficiency anaemia"). On an unknown date, the patient was found to have uterine leiomyoma ("polyfibromatous uterus"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. In (B)(6) 2020, the menometrorrhagia, iron deficiency anaemia and uterine leiomyoma had resolved. The reporter considered iron deficiency anaemia, menometrorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure removal was performed for medical reasons (medically necessary) due to menometrorrhagia (2/week) and iron deficiency anaemia that had started right after placement. Presence of menometrorrhagia was responsible for iron deficiency anaemia. Exploration revealed a polyfibromatous uterus responsible for the drop in hemoglobin. Serious worsening of the health condition. Essure batch number was unknown to reporter, device sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Gynaecological examination on an unknown date: polyfibromatous uterus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.